Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The cause of the foreign material adhered to the device could not be determined. It is unknown if deviation of the reprocessing method from the instruction manual could have caused the foreign material to have remained. No physical damage was confirmed in the area where the foreign material was detected. The event can be detected and prevented in accordance with the following instructions for use (IFU). IFU states that detection method in gif/cf/pcf-290 series operation manual "chapter 3 preparation and inspection". IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual "chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Cleaning, disinfecting, and sterilization (cds) information: the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. It is unknown if the customer had any idea about what the foreign material was. It is unknown if there was delay between the end of clinical use and the start of pre-cleaning. It is unknown if the customer was able to flush the air/water nozzle with water and air. It is unknown if there were abnormalities in the accessories used for reprocessing. It is unknown if the customer immersed the endoscope in the detergent solution. It is unknown if the customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. It is unknown if the customer flushed the air/water nozzle/ channel with the detergent solution. It is unknown if the customer had any concerns regarding the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects inside the nozzle. There were no reports of patient involvement.